Event description:
The pt had 2 small pea size burn marks on upper mid inner thigh after an MRI scan of the prostate. MRI system was a ge artist 1.5 widebore. The coil used was ge anterior array in conjunction with gem hnu posterior coil.